Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported by the pt's counsel that his client rec'd a durom acetabular component 50/44 code j, right side, on (B)(6) 2008. At the time of this report, the pt is currently being monitored for unk reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review, as the pt is currently monitored and has not been revised to date. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).